Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had 3 recent incidents of foley catheter balloon failures. After losing a foley during a cardiac case, there registered nurses were testing balloons which gone against both evidence-based practice and the bard instruction for use.

Event description:
It was reported that they had 3 recent incidents of foley catheter balloon failures. After losing a foley during a cardiac case, there registered nurses were testing balloons which gone against both evidence-based practice and the bard instruction for use. As per follow up information received email on 12may2025, it was reported that the balloon of the catheter was burst and all the 3 balloons had same failure. 1st catheter had hole in balloon, balloon would not deflate in second catheter and another catheter had a hole in balloon. They had provided all the 3 samples last week.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- d, g, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted received 1 all-silicone temp sensing foley catheter, 1 all-silicone foley catheter and 1 foley catheter. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Labelling reviews is not required as the reported event is unconfirmed. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had 3 recent incidents of foley catheter balloon failures. After losing a foley during a cardiac case, there registered nurses were testing balloons which gone against both evidence-based practice and the bard instruction for use. As per follow up information received email on 12may2025, it was reported that the balloon of the catheter was burst and all the 3 balloons had same failure. 1st catheter had hole in balloon, balloon would not deflate in second catheter and another catheter had a hole in balloon. They had provided all the 3 samples last week.